Event description:
It was reported that ra lead had no capture and high resistance. The device has been programmed to vvir mode and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.